Event description:
Reportedly, the instrument was fired, but the staples would not fire. The anastomosis was not performed and bleeding occurred (approx 2500cc). A transfusion was performed and the anastomosis was hand sewn.